Event description:
New information received notes that the recommended programming changes were made and the patient was in stable condition.

Event description:
It was reported that when the patient presented in the emergency room with the symptoms of dizziness, inappropriate atp therapy for atrial fibrillation with rapid ventricular response was observed on stored egms. The patient was feeling dizzy for the past few days. The patient's symptoms were assumed to be caused by the onset of af rather than inappropriate atp therapy. Recommended programming changes will be made during patient¿s next follow-up. Patient¿s condition was stable.